Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. Two photos shows the device, where the device was noted to have blood residue. Although the filter was noted to be inserted into the sheath, it was noted that the filter was moved past the storage tube. At the point, one of the filter leg sticking out from the introducer sheath making damaged introducer sheath. Therefore, based on the photo review, the result of the investigation is inconclusive for the reported difficult to remove issue. However, the result of the investigation is confirmed for the reported failure to advance and the identified material puncture or hole issue. A definitive root cause for the alleged failure to advance and difficult to remove, and the identified material puncture/hole could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure via the right femoral vein, the filter allegedly got stuck in the storage tube, and one of the filter legs suddenly sticks out early during the process of advancing. It was further reported that there was resistance felt while removing the device through the introducer sheath. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. Two photos shows the device, where the device was noted to have blood residue. Although the filter was noted to be inserted into the sheath, it was noted that the filter was moved past the storage tube. At the point, one of the filter leg sticking out from the introducer sheath making damaged introducer sheath. However, the result of the investigation is confirmed for the reported failure to advance and the identified material puncture or hole issue. A definitive root cause for the alleged failure to advance , and the identified material puncture/ hole could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure via the right femoral vein, the filter allegedly got stuck in the storage tube, and one of the filter legs suddenly sticks out early during the process of advancing. It was further reported that there was resistance felt while removing the device through the introducer sheath. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure via the right femoral vein, the filter allegedly got stuck in the storage tube, and one of the filter legs suddenly sticks out early during the process of advancing. It was further reported that there was resistance felt while removing the device through the introducer sheath. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, ciaundria savoy, indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. **UDI related data quality updates only** the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510k number for the similar denali product is identified in d2 (procode) and g4 (PMA/510(k). D4: medical device expiration date- 2025-06-28. D4: UDI-(B)(4). G4: k240257, k160866, k143208, k130366. H4: device manufacturer date: 2022-07-15.